Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the alarms. The insulin pump passed the displacement test and operating currents test. The insulin pump had a cracked case at the display window corners and minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump alarmed during a set change. The customer did not recall the blood glucose reading. The insulin pump was not dropped or bumped and the drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.